Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose. The customer's blood glucose was 400 mg/dl, treated with pen and pump. The customer declined to troubleshoot.